Manufacturer narrative:
Patient had system removed due a non-enterra related infection. Patient responded well to surgery. Explanted devices were disposed of onsite. No further action to be taken.

Event description:
Patient arrived at hospital to have enterra system removed secondary to an infection. Surgeon removed generator and both leads without any complications and patient responded well to surgery.